Event description:
It was reported that the insulin pump had compromised force sensor system alarm and software error. Customer stated having high blood glucose. Customer's blood glucose was 220 mg/dl. Troubleshooting was done. Advised customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the displacement test due to a jammed motor gearbox. Unable to confirm other error alarms or perform testing due to the alarm. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.